Event description:
Rn went to remove a-line. Rn was able to cut sutures on the line safely. Rn pulled the line and noted that the catheter had ripped and the remaining catheter was in the patient. Rn held pressure on the site. Md and np at bedside who then ultrasounded the site, noted the location of the remaining catheter. Rn ordered to place tourniquet above the site to prevent possible migration. Patient was then taken to the or for exploration wound hand for removal foreign body, right radial artery repair.